Event description:
Patient's daughter was called to her father's bedroom where she saw the walker with a broken leg propped up against the wall. The patient told daughter that he had fallen and hit his head, but when she had entered the room he was standing upright and didn't show any signs of being hurt or bruised. No medical attention was sought. Patient has dementia and is unable to provide further details.